Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had low flow alarms. Poor rv function. Pi 1.8. Flows --- to +++. Speed at 8200. Ramp echo performed, speed not increased a the time. Cath completed. Outflow graft thrombosed. Patient continued to deteriorate and put on inotropes. Additional information received stated that the patient received a pump exchange (B)(6) 2013.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.